Event description:
During a coronary angiography and stent placement for stenosis, the acist syringe leaked during the lv portion of the angiogram. A 4 french catheter was in use during the procedure. Cath lab reports this is the third leaking incident this week. The acist syringe leaked during the rest of the case. Syringe was saved. A complaint was filed with acist medical systems. Acist replied that their initial analysis indicates that under extreme circumstances using the acist system, the contrast port of the syringe may fracture during injection and cause contrast to be released into the lab environment. All reported fractures have occurred while using small catheters (3fr - 5fr) with flow rates of greater than 10 ml/sec, injection volumes of >20 ml, and rise times <.2 seconds. Acist is currently investigating these reports. Acist suggested using a flow rate of slower than 10 ml/sec and rise times of longer than 0.6 seconds. Patient was not harmed. The procedure was completed and patient was discharged home in stable condition.